Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the pump touch screen was unreadable. Customer¿s blood glucose level was displayed as high. The customer reverted to manual injection for insulin therapy.

Event description:
It was reported that the pump touch screen was unreadable. Customer¿s blood glucose (bg) level was displayed as high; cause was due to customer unable to complete bolus due to touch screen being unreadable. Customer administered a manual injection to address bg level. The customer continued to use the pump for insulin therapy.